Event description:
On (B) (6) 2010, the lay user/patient in (B) (6) contacted lifescan alleging the one touch ultra meter read inaccurately high. The medical surveillance specialist reviewed the technical service rep (tsr) documentation. The pt said that on (B) (6) in the morning, she obtained a result of 22 mmol/l with one one touch ultra meter, 12 mmol/l with another, and 9.3 mmol/l with a third one touch ultra meter. Convinced that she was hyperglycemic, she said that decided to inject more than her normal amount of an insulin bolus dose. She said that she felt strange later that afternoon and had to call an ambulance. The ambulance took her to the hospital at 4:30 pm where she was reportedly tested with a result of 0.4 mmol/l. It is not known what, if any treatment the hospital staff gave the pt. It was determined during the troubleshooting telephone call the unit of measure was set correctly at the time of testing. This complaint is being reported because the pt alleged the meter read inaccurately high, took additional insulin based on the results, and required medical attention for a blood sugar level that is indicative of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.